Event description:
Patient reported rupture confirmed via ultrasound and MRI. This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6a, d6b, h6

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d6a.

Event description:
Patient reported rupture confirmed via ultrasound and MRI. This record is for a left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, g2, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Patient reported left side rupture. The device has been explanted.